Event description:
It was reported that the patient was shocked due to t-wave oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was shocked due to t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event. It was additionally reported that the lead was reprogrammed and remains in use.